Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the ventricular lead was difficult to position. The lead exhibited low pacing thresholds. Due to the delayed procedure, the patient's blood pressure dropped and the patient required intubation with artificial ventilation. It was determined that repositioning the lead caused perforation. The lead remains in use. No further patient complications have been reported as a result of this event.